Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that 3 days after the patient got the pump they started vomiting and they just stopped on thursday. They were told to wear the binder for 3 weeks and when they bent over they felt the pump move and it was very painful and now they were having a hard time finding the pump on the handset. The pump was sticking out of the pocket like it was on its side and they had to move it back to the side. Patient service specialist asked if the pump was implanted close to the surface of the skin or more deeply in the pocket and the patient stated it was close but it moves and "flips." Their nurse tried to fix the issue but was unable to and was given the number to call medtronic to get it fixed. The patient was not sure if there was something wrong with the machine or if it was just the pump that was causing the issue. Patient was trying to connect to the pump during the call and was seeing no pump found but eventually made a connection after moving around the pump. They were redirected to their healthcare provider (hcp) to further address the issue and obtain a clinician to assess the pump. The patient no longer had a managing hcp.